Manufacturer narrative:
The pump was received with an intermittent button response due to the moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she has been having issues with the keypad on her insulin pump. Customer never received a button error alarm. Customer sat down to eat dinner when she noticed the button issues. Customer's blood glucose was 114 mg/dl at the time of the incident. Customer stated that the act button would not work but the esc button works when it wants to. Customer has never exposed the pump to moisture but she does live in (B)(6) and it is really humid. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.